Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had difficulty converting a tachycardia and had to deliver three shocks to successfully convert. Defibrillation threshold (dft) test was performed and failed. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had difficulty converting a tachycardia and had to deliver three shocks to successfully convert. Defibrillation threshold (dft) test was performed and failed. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned and analyzed.